Event description:
The physician was attempting to direct stent a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient with calcification and stenosis present. It was reported that the stent could not pass the lesion and a lot of energy was required to push the stent. Force was required to advance/remove to/from the lesion. When the stent was removed from the patient, the stent was noted to be damaged. Another brand stent was then used to complete the procedure. No clinical sequelae were reported. Device evaluation: the device was returned for evaluation. The distal tip was flared and damaged. The hypotube was kinked 0.2cm distal to the strain relief. The stent was positioned on the balloon between the inner markers as per specification; crimp impressions were still evident on the balloon surface. Struts on the 4th-7th and 12th proximal segments were raised with those on the 4th and 5th stretched and pulled distally. Struts on the 8th and 9th segments were slightly bunched and overlapping.

Manufacturer narrative:
Results: failure to deliver stent and stent damage. Patient lesion morphology, calcification and stenosis. Force used. Conclusion: patient lesion morphology, calcification and stenosis. Failure to deliver stent and stent damage. Force used. (B)(4).